Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an over-stretched guidewire is confirmed and appears to be related to the use of the device. One guidewire was returned for investigation. Evidence of use and blood residue was present on the sample. The guidewire was observed to be frayed. Multiple bends in the wire were observed 13.5, 31, and 35.5 cm from the jtip end of the guidewire. The corewire was observed to be frayed from the proximal weld tip of the guidewire along with elongation of the coil wire. Microscopic observation of the frayed core wire revealed a slightly narrowed surface. The break surface was uneven. The outer diameter of the guidewire was measured and was found to be within manufacturing specification. Based on the evidence of use and characteristics of the break surface, retraction or advancement against resistance was a likely contributing factor for the reported event. Since the wire was observed to be frayed and elongated, the complaint is confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the guidewire was over stretched. It was not used on the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the guidewire was over stretched. It was not used on the patient.